Event description:
Handle would not release from the broach. Another identical device available and case completed as originally planned without any delays or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.